Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device upgrade procedure, the tip of the right ventricular lead detached from the lead body. The physician entered through the femoral artery, but was unable to retrieve the tip. The tip remained in the patient. The rest of the lead was explanted and replaced. The patient was fine post procedure.